Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed that would indicate a struggle to deliver insulin. No problems were observed regarding the reported obstruction of flow complaint. A leak test was conducted successfully, no leaks were observed. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin condition irritation event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs5czc1 hardware: sm-s928u cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 4 and 24 hours, and reported itching at the application site during wear, with perception of insulin odor which was leaking. When removed from the infusion site on the arm, the pod's cannula was found blocked as a small amount of blood was observed at the cannula tip. As treatment, a new pod was applied.